Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 the 2.5x23 mm xience sierra stent was implanted in the ramus coronary artery. The patient was compliant with the dual antiplatelet drug therapy post procedure. On (B)(6) 2020 cardiac catheterization was performed as part of the patient's work-up for a non-cardiac, surgical procedure. The catheterization found that the patient had asymptomatic, stent thrombosis. This was treated with percutaneous intervention using angioplasty and an additional stent in the ramus artery. The condition resolved on (B)(6) 2020. On (B)(6) 2021 the patient had another stent thrombosis in the ramus artery found on coronary angiogram. This was also treated with percutaneous intervention using angioplasty and an additional stent in the ramus artery. The condition resolved on (B)(6) 2021. No additional information was provided.